Event description:
It was reported that the power module and two universal battery chargers (ubcs) incurred water damage. The products would be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.